Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that, one week after implant, the canine patient had syncopal episodes.the lead triggered an alert for high impedance and also had a high threshold. The device was removed and replaced. No further patient complications have been reported as a result of this event.